Event description:
It was reported via repair work order that the head right siderail was stuck in mid position as the carrier was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.